Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to defective load cell module 2 as a result of wear and tear. The autopulse platform was manufactured in january 2007 and it is 12 years old, well beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, a cracked front enclosure and bent battery lock on the autopulse platform were observed during visual inspection. In addition, the lcd was observed flickering. These types of physical damages and faulty lcd were likely attributed to wear and tear as a result of an aging device. The damaged parts and faulty lcd were replaced. During archive data review, multiple ua07 error messages were observed on the event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. To remedy ua07, the defective load cell module 2 identified during service evaluation was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The customer reported that during shift check, the autopulse platform (serial #(B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The users were unable to clear the advisory. No patient involvement.